Event description:
It was reported that the programmer had an issue with the radio frequency (rf) head connection, that there was difficulty in maintaining telemetry, even though several rf heads were tried. The programmer was returned for service. Return paperwork indicated that there were no patient complications. Both rf heads were also returned to the manufacturer, analyzed and tested out of specification.

Event description:
It was reported that the programmer had an issue with the radio frequency (rf) head connection, that there was difficulty in maintaining telemetry, even though several rf heads were tried. The programmer was returned for service. The return paperwork indicated that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the rf head connection was intermittent during testing. It was also noted that the power cord bay door was damaged and the printer drawer was damaged. (B)(4), (B)(4): analysis found that the devices failed telemetry testing due to the cables being out of electrical specification.